Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2020, she was unable to obtain a reading on the adc freestyle libre 2 sensor. The customer did not experience any symptoms however, self-treated with insulin (type/dose unknown). The customer then had contact with a healthcare professional and received additional insulin (type/dose unknown) intravenously as treatment. There was no report of death or permanent impairment associated with this event.